Manufacturer narrative:
H7: if remedial action initiated, check type b5: describe event or problem, d4: lot number, expiration date and h4: device manufacture date

Event description:
It was reported that shortly after implantation the patient bent over and felt a pop. Revision surgery was subsequently performed in early 2019, during which the surgeon noticed that the liner had become disengaged from the r3 shell. Only the liner was revised.

Manufacturer narrative:
The device was not returned for evaluation, however the reported event could be confirmed since the batch number is part of recall r-2020-04. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number over the past 36 months and for the batch number based on historical data of the device, did not reveal events where a recalled device was implanted, however it did reveal a similar event to the ones that led to the recall action. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we do have reason to suspect that the product failed to meet product specifications at the time of manufacture. Manufacturing process errors could be the probable cause for the recall action. Probable cause for the implantation of a recalled device is errors during the communication process. The contribution of the device to the reported event could be corroborated since the device was part of recall r-2020-04. This issue was previously identified and is being addressed though our internal quality hold process. Based on this investigation, the need for corrective action is indicated. A series of improvements in the inspection process were performed to correct the issue that led to the recall. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that a recalled r3 3 hole acet shell 58mm was implanted into a patient during a thr on (B)(6) 2021. This was noticed after surgery by the sales rep who covered the case. It is also unknown if the patient has had any problem with that implant. It is also unknown if a surgical intervention is planned to address the problem. The facility had other consignment implants of the same sized shell at this account.